Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2 type of follow up - correction h6: type of investigation - correction h6: investigation findings - correction h6: investigation conclusion - correction.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.